Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem usb cable no longer charged the pump. The customer's blood glucose level ranged from 140-141 mg/dl. Reportedly, the customer was able to charge the pump with an alternate cable.